Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was fully implanted and then removed within the same procedure due to the lens not sitting right in the eye. The lens started to drift to the side of the eye and the doctor couldn't get it back to the center. The lens was cut into pieces and removed from the eye. An incision enlargement was performed and another lens implanted. No patient injury was reported.